Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. Expiration date is unknown as lot no. Was not provided. Manufacturer date is unknown as lot no was not provided. A johnson & johnson (j&j) phaco specialist communicated with the surgeon in regard to the event reported. The specialist reviewed the set up of the phaco console and it was found the tubing pack was not hooked up properly. Although, the surgeon advised the staff on set up of tubing spike, the j&j representative provided additional training and awareness on proper set up of equipment and tubing set. No evaluation could be performed as the product was not discarded, therefore not returned. The lot number of tubing pack was not provided; therefore, the manufacturer record could not be performed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring an anterior vitrectomy procedure when using the opo73 disposable tubing pack. The surgeon reported the anterior chamber had collapsed suddenly when the surgeon switched to the venturi phaco surgeon¿s settings and at the same time, the spike/drip chamber from the tubing pack became loose, disconnecting from the balance salt solution (bss). The surgeon heard the bss pouring onto the set up and immediately removed the phaco tip and exited the operative eye. The tubing was replaced, and the procedure was completed. A large capsular rent occurred as the result of the chamber collapse. An anterior vitrectomy was performed and the planned toric intraocular lens (iol) was not used and a tecnis iol was implanted instead. Although, it is reported the patient outcome was well, and the second eye was completed without incident, the patient has high myopia and is scheduled for a retinopexy procedure. It is unclear if retinopexy procedure is related to the event or due to the patient¿s high myopia reported. The tubing pack was discarded. Although, the surgery center maintains the tubing was not tangled on the console¿s handle and the nurse made sure the spike was inserted securely, the surgeon advised staff to ensure the spike is fully secure in the bss bag and to make sure the tubing set does not tangle up on the red handle of the console.